Manufacturer narrative:
(B) (4) -operator not trained -(B) (4). The device is expected to be returned for eval. It has not yet been received.

Event description:
Device issue: suture break. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician untrained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, "the suture detached from the metal spikes without forming the loop." "Hemostasis was achieved with the proglide suture." There were no reported adverse pt effects. No add'l info was provided.